Event description:
It was reported that during deployment of a stent graft in an a-v graft, the stent graft unexpectedly moved cephalad approx 1cm and did not cover the entire lesion. Another stent graft was successfully placed to overlap the first stent graft and cover the remainder of the lesion. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.